Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer was unable to open. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 could not be opened. A field service engineer had inspected and found that drawer 2-1 was not detecting row board b. The bus cable was powered down and inspected, the back cover was removed, and connections were inspected and reseated. The drawers were released, and the row board connections of the drawer were inspected and reseated, and then diagnostics were run to ensure operations. The system functioned as intended after the field service engineer repaired the device.